Manufacturer narrative:
The insulin pump was received with loose or protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump alarmed prime during basic occlusion test due to loose or protruded drive support disk. Pump passed displacement test. However, we were unable to perform occlusion test, prime test and excessive no delivery test due to prime alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the customer received with compromised force sensor system alarm. The blood glucose was 260 mg/dl at the time of the incident. This morning her blood glucose was 489 mg/dl and injected insulin. The drive support cap is sticking out. After troubleshooting, the customer again received with compromised force sensor system alarm. Customer advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.